Event description:
It was reported that the ventilator would not produce peep and displayed zero while on the patient. The ventilator was removed from the patient. The ventilator was tried on a test lung where it kept increasing volume.

Manufacturer narrative:
The manufacturer was able to duplicate the reported problem. The ventilator was tested with the customer's ventilator settings. When the peep was set to 19, the ventilator peep displayed 0. The ventilator had failed the initial final test for a non-conformance with measured peep. The exhalation module was replaced to correct the reported problem.